Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14--dec-2017 with the following findings: missing blocks of pixels were evident in the lower right corner of the display. Unrelated to the original complaint, the pump powered up to a call service 069-0000 alarm ("cs069"). Multiple call service 087 alarms ("cs087") were observed in the black box. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure is written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.